Event description:
It was observed that during the device evaluation, the colonovideoscope had dirty and crystallized universal cord with noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. For dirty and crystallized universal cord, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.